Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter in two segment were returned for evaluation. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture, material separation and identified deformation and wear issues as a complete circumferential break was noted to the catheter approximately 9.9cm from the distal end of the cath-lock. Both the edges of the complete circumferential break on the proximal segment were noted to be rounded in one region and jagged in the other region. Both the surface of the complete circumferential break was observed to be smooth in one region and granular in the other region. A longitudinal split was observed at the border of both the surface of the complete circumferential break. Further during functional evaluation, the port body and both the catheter segments were patent to infusion and aspiration without any issue. However, the investigation is inconclusive for the reported catheter migration issue as the exact circumstances at the time of the reported event are unknown. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that approximately two years post port placement in the right internal jugular vein, a x-ray examination was performed and revealed that the catheter of the device was allegedly broken subcutaneously. It was further reported that the distal segment was migrated into the right ventricle and the device was embolized the patient. The port body and the distal catheter segment were removed on later day. The current status of the patient is unknown.